Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The service engineer confirmed that the pre-use check internal leakage test failed. He noted that it was water within the air gas module. It was disassembled to locate water and dry it. When using a air gas module from other testing equipment the ventilator passed pre-use check. Received pictures confirm the problems found. The final service report has not been received. If the air gas module contains water, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into the air gas module is moist air from the hospital's external compressor. According to the user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).